Manufacturer narrative:
It was reported that the camera went out during a case without any harm to the patient. Initially, this case was deemed as reportable due to a similar case, which was associated with a serious injury due to the malfunction of the device; however, it was later determined that the similar case that was identified did not result in a serious injury as originally indicated. Since there was no harm to the patient, a review was of the complaint was performed and the case was corrected. A new review of similar cases was conducted after the correction, and it was determined that there were no similar cases that resulted in a serious injury. Based on the new information, risk file 300000235694 was used to re-evaluate the risk to the patient. Refer to risk file (sap-ID: 300000235694; version: bi; risk-ID: 5.5.07; severity-level: 1 (procedural delay or restart); probability-level: 2 (remote)) based on the received information, the complaint review and the corresponding risk analysis, this case was deemed as not reportable.

Manufacturer narrative:
Product evaluation summary: esu failure causing intermittent image issues. Overbend in shaft at strain relief tip. Root / likely cause: image disruption from esu is a design issue. This failure was a result of improper insufficient impedance and ground bond necessary for the device's immunity to conducted and radiated emissions from nearby electronics. Evaluation of the product showed significant damage to the internal components of the video cable, which is the contributor to improper grounding of the scope.

Manufacturer narrative:
The device was recently returned to the manufacturing site; the investigation is ongoing. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
Customer reported the scope was shorting out during a cystoscopy case (not related to cautery). Case was completed using the same scope with no patient impact. Additional patient information is not available.